Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would beep and vibrate when plugged into a power source. When pump was unplugged from the power source, pump became warm to the touch. Reportedly, the pump intermittently stopped insulin delivery. There was no reported adverse patient impact. Tandem technical support made multiple follow-up attempts to obtain additional specific information; however, the customer did not respond.